Manufacturer narrative:
Analysis and results: there is a previous complaint of this code-batch regarding the same issue (closed as confirmed after analysis). We manufactured and distributed in the market 2,916 units of this code batch. There are no units in stock in b. Braun surgical's warehouse. We have received 1 open sample. The open sample received is unused, it has the needle detached from the thread and the thread is still wound on the pack. However, considering the open sample received (unused) and that there are previous confirmed complaints, we consider this complaint as confirmed. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monoplus suture. The client reported that the needle was not attached to the thread when they opened the package. No more information has been provided.